Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested additional information, however not provided.

Event description:
It was reported that a pressure sensor failed. There was no patient harm.